Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. The lp was repositioned and the helix was sprung. A different lp was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed while the reported event of low impedance could not be confirmed. The leadless pacemaker was returned for analysis. Visual analysis noted that the helix was out of specification; helix elongation is consistent with having occurred during procedure. Analysis performed, including impedance measurements, found no anomaly contributing to the reported event of impedance problem. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.